Event description:
It was reported, pt's implantable neurostimulator (ins) was turning off unexpectedly. The left side ins turned off more frequently than the right side ins. This had happened more frequently since implant. The pt reported rigidity when the device turned off and felt a surge of stimulation prior to turning off. Pt documented what she did and where she was located when devices turned off. She stated, the power "turned off at home, at the store, in hotels, traveling and just about anywhere." Doctor confirmed devices "returned to default settings" during a past office visit and was able to program the battery. Pt's status was unavailable at the time of report. Additional info has been requested and will be reported as follow up as it becomes available. Ref MDR 3004209178-2010-05649 for right implant.

Manufacturer narrative:
(B)(4).